Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary procedure, it was observed that the small battery drive device was working intermittently. According to the report, the device would stop when the attachments were changed then the drill would start and stop again until the attachments were switched. It was further reported that another surgeon used the same drill the next day. The drill worked for five minutes then became unresponsive. There was a five minute delay in the surgical procedure as an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it would not run and an unknown liquid was found inside the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, as cleaning, sterilization, and/or maintenance procedures were not followed as per directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.